Event description:
Please refer to medwatch MFR report number 2954917-2012-00004. This report is for the third device involved in the case. Please refer to medwatch MFR report number 2954917-2012-00013. This report is for the second device involved in the case . Pt was a (B)(6) male with a right internal carotid artery (ica) and a right m2 occlusion. Physician made two passes with a merci retriever v 2.5 soft, one pass with merci retriever v 2.5 firm and one pass with a merci retriever v2.0 soft. Pt had a thrombolysis in cerebral infarction (tici) score of 2b after the treatment. A hemorrhage at the right middle cerebral artery (mca) was noticed a day post-procedure. Intravenous glycerol infusion was performed as medical intervention. Tissue plasminogen activator (t-pa) was not administrated to the pt. Physician believes that the cause of the hemorrhage was due to recanalization of the vessel and not related to the merci devices. There was no evidence of concentric medical device malfunction and the device instructions for use lists related possible complications. Also, while the concentric medical device use may have caused or contributed to the pt outcome, there are other factors independent of the subject device (e.g., patient factors, device use factors, other devices employed, drugs administered, etc. ) that also may have caused or contributed to the outcome.

Manufacturer narrative:
Because the device was not returned to concentric medical, a complete investigation could not be performed. Also, because the lot number for the device was not reported to concentric medical, the mfg records for the merci retriever v 2.5 soft device could not be reviewed.